Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient noticed the charging duration went from about 45 mins to taking all day. The patient stated the charging issue start about a year ago. The patient said they noticed how now the recharger (insr) antenna will get hot so they have to stop charging to let the antenna cool off before continuing the charge session and the belt was broken. The patient said they thought the hot antenna may have caused the belt to break since they noticed both on sunday. A replacement insr antenna and belt were sent to the patient. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer as well as a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported the recharger (insr) was getting hot and taking longer to recharge, and the patient feels a shocking sensation on their neck when recharging. It was unknown if this occurs when the ins is turned off. The patient later called back re-reporting that the insr/insr antenna gets hot and the insr turns off. They confirmed they were not charging against any surface area and they were using the insr antenna replacement to charge. The patient has an appointment with their healthcare provider regarding the shocking in the neck. A replacement insr was sent out.